Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on 03/14/2011: the surgeon inspected the staples lines and they were well held and integrated. However, there was a small hole, 1.5cm away from staple line. The surgeon could not confirm that the hole was caused from the device or not. The staple line was repaired with suture and evicel. A leak test was performed and it was negative for leaks. At the end of the case, the patient was ventilating and was in recovery. The patient was a (B)(6) female with a history of hypertension that is currently being treated. The patient is taking plavix for a coronary stent procedure that the patient had one month prior to the lung resection. During the reoperation, the surgeon had to do a new incision, one level below the original incision. A heimlich valve was placed a week and ½ ago on the outside of the patient. The patient has been in house since (B)(6) 2011. The surgeon hopes to discharge the patient in a couple of days. The rep was present for part of the original case because she was called into the room for a device lock out; the device was able to be removed from tissue. The rep was there for the last two transections and watched tech load the device. It was a couple of weeks later that the rep found out that the patient had a post op leak. Additional information received on 03/17/2011: customers have informed the sales rep that they believe it was due to the tissue condition. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of an open lung resection procedure, the surgeon mentioned that the patient had an air leak two weeks post op and is still under supervision. It is unknown if the patient is still in the hospital. The surgeon did recall from the surgery that there was difficulty putting the device together that led to a lock out. The device was discarded. Additional information has been requested.